Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. The transmitter device ((B)(4)) being used with the sensor was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of inaccurate blood glucose values could not be confirmed.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and did not confirm the reported event of inaccurate bg values.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Patient did not report any injury or medical intervention.